Event description:
The manufacturer received information alleging that the touchscreen was not responding on a trilogy evo ventilator. There was no harm or injury reported. The touchscreen was replaced to address the reported issue. Additionally, the battery door and filter cover were noted to be damaged. Both were replaced as part of preventative maintenance.